Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver was charged and initialized. The receiver data was downloaded. Findings related to complaint in receiver download revealed loss of connection occurred within the relevant dates of the investigation. Functional testing was performed and device passed all relevant tests. A pairing test with the (B)(4) bluetooth device was performed and the device passed with a known working transmitter. The reported customer complaint was confirmed. The root cause could not be determined because the patient's transmitter could not be paired with the receiver.